Event description:
There were significant residuals on refills. The patient had no signs or symptoms. It was thought that there was a possible catheter kink. The catheter was replaced. The pump was also replaced; it was nearing end of life. The patient recovered without sequela. The pump was delivering baclofen.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found, pump passed all testing - normal device function. Final device analysis of the catheter included the pump connector, proximal end and 40 degree connector. The catheter was returned in segments. No anomalies were seen with any of the catheter parts returned.

Event description:
Additional information showed that more than 3-4ml were withdrawn from the pump at refills.

Event description:
It was later reported that the patient experienced a "gradual increase in spasticity over time". All troubleshooting procedures to the device, including a dye study and indium study, were negative. The pump was nearing eri (elective replacement indicator), so the hcp replaced the pump on (B)(6) 2011 (as reported previously), prior to the eri alarm sounding. Since the hcp was replacing the pump, the hcp elected "to replace the entire system as a precaution". Device system was received for analysis.

Event description:
Additional information reported that the patient's pump had contained lioresal at a concentration of 2,000 mcg/ml and a dosage of 1,001.1 mcg/day. It was later reported that, at a pump refill performed on 2011-(B)(6), the pump had contained a 4.6 ml residual amount of medication. The pump contained a 5.6 ml residual amount of medication at a pump refill performed on 2011-(B)(6).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
All previously reported patient and device codes will be updated. (B)(4). Evaluation - results: analysis results codes for catheter testing have been included for this event. Conclusion no longer apply to this event.

Manufacturer narrative:
Catheter model 8709; lot #j12383r09; implant date: 2005-(B)(6); explant date: 2011-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.